Event description:
It was reported to philips that there was a problem with the geometry pc power supply. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the customer was performing the diagnostic procedure and completed it by relocating the patient to another room. Philips field service engineer (fse) inspected the system and confirmed that geometry pc power supply failed. Review of the system log file showed that there was a malfunction in sib (system interface box). Upon troubleshooting, fse found that r cabinet components were not powering on and fuse was blown. Fse replaced the fuse, rebooted the system still the issue persists. To resolve this issue, fse replaced the geo ipc. The defective geo ipc was returned to philips for further analysis and found that the failed component was psu (power supply unit). After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.